Event description:
The caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer to properly cycle the cartridge before use. The customer changed the infusion set and cartridge to resume insulin delivery.